Event description:
The report reads: "not getting suction through liner, noticed lid seal is cracked/stressed." Upon further query the following info was provided: the event occurred during an unspecified surgery. The liner was replaced and there was no adverse effect to the pt. The pt was reported to recover. Though requested, no add'l info was provided.